Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they had been experiencing high blood glucose levels due to incorrect programming. Customer stated their blood glucose level was 484 mg/dl and stated a white circle was present on the display screen. Assisted customer with programming correct basal amounts. Nothing further reported.